Manufacturer narrative:
A4: unk a5: unk. A6: unk. B3: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.00/+1.5/024 (sphere/cylinder/axis), into the patients eye on (B)(6) 2023. The lens was removed on (B)(6) 2023. The lens was replaced with a longer lens. Additional information has been requested but none has been forthcoming.